Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. Updated fields: b5, h6. The subject device was discarded and not returned to olympus for evaluation; therefore, the reported device failure was not confirmed. Based on the results of the investigation, the root cause of the reported device failure and adverse event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the broken probe fell off into the lower abdominal cavity near the small bowel, while the patient was in a head-down lloyd davis position. The device was retrieved using graspers.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while using the subject device during a myomectomy procedure, many seal and cut errors (u508) occurred which led to probe damage errors (u504 and u601) and a broken probe. The probe was retrieved from the patient. There was no patient harm. Additional information regarding the event was requested; however, no further details have been provided at the time of this report.